Event description:
The patient contacted lifescan alleging that their fast take meter would not power on. The medical affairs specialist attemtpted to reach the patient by phone and could not leave a message, as the voicemail box was full. A letter was sent to the patient. The patient last tested with the reported meter one week ago. The meter would not power on when they felt lightheaded and dizzy. They went to their family member's to test; the result obtained was not provided. They took no action to affect their blood glucose level and went to the doctor. Results obtained at the doctor's office were not provided. Information was not provided regarding other treatment given to the patient. The patient's diabetes treatment regimen was not provided. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the product. The customer care representative (ccr) verified that the test strips were correct, the battery was less than 1 year old and was correctly installed, and the battery contacts were in good condition. The ccr waled the patient through pressing the power button and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a reportable device. The meter, test strips, and control solution were replaced.